Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with the naked eye and noted a hole in the tubing. Functional testing including clear passage testing and clamp function testing were performed with no issues noted. Leak testing failed due to the hole in the tubing. The reported condition was verified. The cause of the hole in tubing was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was leaking from the minicap transfer set during use. The location of the leak was not specified. The transfer set was replaced with a new one to continue the treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.